Manufacturer narrative:
Calibration data was acceptable. The provided data do not indicate a reagent issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. The sample initially resulted in a vitamin d value of > 120 ng/ml. The sample was repeated on (B)(6) 2024, resulting in a vitamin d value of 24.1 ng/ml. The sample was also repeated using a different unknown method, resulting in a vitamin d value of 36 ng/ml.